Event description:
Per the doctor's notes, an iskd limb lengthener was implanted in 2003 in the right tibia for treatment of a limb discrepancy due to trauma. Three months later the doctor noted through the x-rays a slow (incomplete) healing of the osteotomy site. The pt was brought back into the or for a bone grafting procedure and the doctor placed bone growth stimulator electrodes in the graft area to attempt to promote bone healing. Per the radiology report dated 2 months later, the pt was healing satisfactorily. In 2004, the pt returned to the doctor's office and the CT scan taken the same day revealed a fracture of the iskd device as well as a nonunion of the osteotomy site. Per the doctor's notes, another surgery to exchange the lengthener and re-graft the area was scheduled for the next day. The pt continued lengthening with the iskd.